Event description:
It was reported that the patient has a diffused second and third degree burn across the abdomen post treatment with the most severe lesion being about 1.5 cm. There was redness and slight blisters immediately after the procedure. The tip was not inspected prior to and during treatment. The patient was under conscious sedation. The patient was given antibiotic ointment to relieve itching. In the physician's opinion, the burn will not heal without a permanent scar. It is unknown if the burn is resolving as the patient received treatment outside of their country of residence.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion of the investigation.